Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter via phone call; "there was a piece of the endocatch discovered in the patients abdomen during the case. The doctor removed the piece and the endo catch was still in tact. There was no negative outcome."